Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated he was hospitalized for high blood glucose levels. Prior to the hospitalization, the customer stated he bolused using his insulin pump but his blood glucose remained high. The customer also stated he was dehydrated. Troubleshooting revealed that the insulin pump was programmed correctly. Nothing further was reported.